Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an intralase flap creation procedure patient squeezed at the end of the raster pattern causing a loss of suction. The suction was reapplied and surgeon did side cut only but side cut was outside of treated area so could not completely lift the right flap. The flap was repositioned and the excimer procedure was not done. Patient will be rescheduled in the future. There were a total of 2 procedures used on the right eye (initial one and the side cut).